Event description:
During a patient follow-up visit on (B)(6) 2018, interrogation of the associated pacemaker revealed a high lead impedance measurement (> 3000 ohms) relative to the subject lead in both bipolar and unipolar configurations. X-ray examination showed that the conductors and the insulation of the lead were fractured distally to the lead's anode, and the tip remained attached to the implant site in the right atrial appendage. The associated pacemaker was reprogrammed to vvir and the next follow-up was scheduled for two months later. The review of the manufacturing records confirmed that the subject lead was manufactured and delivered in accordance with established procedures.

Manufacturer narrative:
Refer to the attached investigation report.

Event description:
During a patient follow-up visit on 07-mar-2018, interrogation of the associated pacemaker revealed a high lead impedance measurement (greater than 3000 ohms) relative to the subject lead in both bipolar and unipolar configurations. X-ray examination showed that the conductors and the insulation of the lead were fractured distally to the lead's anode, and the tip remained attached to the implant site in the right atrial appendage. The associated pacemaker was reprogrammed to vvir and the next follow-up was scheduled for two months later. The review of the manufacturing records confirmed that the subject lead was manufactured and delivered in accordance with established procedures.